Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a signal loss occurred during the procedure. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a signal loss occurred during the procedure. The sign loss was on all channels including intracardiac and body surface, and on both the carto 3 system and the recording system. It is unknown if the physician had any electrocardiogram signal available to monitor the patient¿s heart rhythm. The cable was changed but the issue remained. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence.